Event description:
It was reported that this right ventricular (rv) lead had migrated when examined by x-ray. The patient reported feeling unwell but there was no evidence of loss of capture (loc). This lead was revised and remains in service, with slack added, with a slight increase in impedance measurements. No additional adverse patient effects were reported.